Event description:
The complainant is the daughter of a glucometer dex user. She stated that the pt's meter read "lo" (blood glucose less than 10 mg/dl). Based on this reading paramedics were summoned and upon arrival did a blood glucose test (method unknown) and rec'd a result of 396 mg/dl. The pt was not hospitalized because of this result. While on the phone an attempt was made to review the operation of the system. Several attempts were made but the complainant did not appear to have a working knowledge of the system and only partial results were obtained. Based on this info it was felt that the best course of action was to have the customer return the entire system for eval. In the meantime a replacement unit has been provided.